Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-jul-2023. H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unsealed 20ga x 1.16in. Insyte autoguard bc unit. Additionally, 3 photos were provided. Visual inspection discovered that the unit had a small solid brown foreign matter on the bevel of the needle. Since the foreign matter was discovered in the fluid path, it was sent for spectral analysis. There was no definitive identification of the foreign matter discovered but it most closely matched an unknown silicone-based polymer. The reported issue was confirmed. This foreign material may have been introduced during packaging or manufacturing as a result of environmental factors, incoming material, or personnel. To mitigate the occurrence of these defects: operators perform cleaning per the quality plan, good manufacturing practices and gowning are followed, and environmental controls and inspections for foreign matter are performed per the quality control and sampling plans. Although, the package was unsealed, the foreign matter was discovered inside the needle cover and on the bevel of the needle upon opening of the package. This most likely occurred during manufacturing. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ IV catheter experienced foreign matter in fluid path. The following information was provided by the initial reporter: two foreign particles were detected by the doctor when placing the cannula, they were located on the cannula bevel / on the aperture of the cannula, at the beginning of the cannula.

Event description:
It was reported that the bd insyte¿ IV catheter experienced foreign matter in fluid path. The following information was provided by the initial reporter: two foreign particles were detected by the doctor when placing the cannula, they were located on the cannula bevel / on the aperture of the cannula, at the beginning of the cannula.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown.